Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that the patient had developed a wound on his back underneath the lifevest. The patient's physician instructed the patient to remove the lifevest until the wound healed. The wound improved and the patient began wearing the lifevest again.